Event description:
It is reported that the pt had a zimmer knee replacement in 2008. There is a loud clicking from the knee when he walks.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. We could not obtain a complete catalog #; therefore, a baseline report cannot be filed. Evaluation summary: the product was not returned. X-rays are not available for review. The item and lot # are also unknown. The cause for the clicking can not be determined due to insufficient info. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.